Event description:
The physician removed the procedural introducer sheath and while maintaining manual pressure on the patient's groin, introduced the arteriotomy locator/sheath assembly of a 6f angio-seal vip over the guidewire. A small amount of arterial pressure was reportedly applied throughout the entire procedure. During the exchange from the procedural introducer to the angio-seal arteriotomy locator/sheath assembly, the patient experienced discomfort and a vagal response due to the manual pressure, resulting in an atrioventricular block. The nurse performed a cardiac massage and injected atropine, and the patient was well in less than one minute. The angio-seal device was not reported to be responsible for the event. The angio-seal was deployed and hemostasis was achieved without any consequences. The patient was stable following the event.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined.